Event description:
It was reported that the customer's insulin pump would not move past the screen and she was not able to pull up the main menu while trying to enter bolus. Customer also stated the insulin pump was submerged in the pool. Customer's blood glucose was 111 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no moisture damage on the electronics, motor, vibrator motor, or battery tube assembly. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked reservoir tube, cracked reservoir tube window and cracked battery tube threads.